Event description:
Cable at the handle of lithotriptor broke while trying to extract a stone from bile duct. Unable to retrieve equipment without rupturing bile duct. Required emergency surgery to remove.